Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. No moisture damage electronic assembly.

Event description:
It was reported the insulin pump fell in the water. Customer's blood glucose was unknown. No further information reported.